Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarm was noted during the basal or bolus delivery. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, cracked reservoir tube and cracked reservoir tube lip.

Event description:
The customer reported a motor error alarm. The blood glucose reading was 152 mg/dl. The patient was able to rewind the unit. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.